Event description:
It was reported that during the procedure, the first wall stent became dislodged and was captured in the torque device used for the emboshield nav6. It is unknown if the stent dislodged on its own or if it dislodged when it came in contact with the torque device. No additional information was provided regarding the stent dislodgement. It was also reported that during advancement, the acculink stent system was advanced with difficulty. It was felt that the acculink was too stiff and would not take bend into the left internal carotid. A buddy wire was used to help with advancement. There was no reported clinically significant delay and no reported adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not available for evaluation. It was not possible to perform a thorough analysis on the product because it was not returned. Additional information was received stating that there was no interaction between the emboshield nav 6 torque device and the non-abbott stent and there was no issue with the emboshield nav 6 embolic protection device. A review of the finished product lot history record did not reveal any nonconforming material records for this lot. Additionally, a query of the complaint handling database was performed and there have been no other incidents reported for damage by another device for this lot. There is no indication of a product quality deficiency with this lot.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial MDR, additional information received indicates that the reported dislodged stent was a non-abbott stent and did not dislodged due to contact with the emboshield nav6 torque device. The emboshield nav6 has no device issues associated with it.